Event description:
The customer reported the system displayed communication errors. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions and generator interface boards were replaced. The system was then found to be operating as intended.